Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The cause for the failure was also isolated to contamination on connector c19, c20, j1002aa, and j1003aa on the defibrillation board, as well as j502, u201, u1005, j1003bb, j1002bb, and t1 on the ca board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.